Event description:
During troubleshooting with manufacturer it was discovered that the device had missing segments. No adverse event reported. Requested return of suspect device and replacement was sent.